Event description:
(B)(6). Agency name: (B)(4). When did it occur? : before use. Hypodermic needle injury: no (if yes, continue to fill in the details). Other treatment: no, unknown. Were the returned items used? : no. If they were used, was something attached to them? : if yes, any comments. Returned quantity: (B)(4). Details of the event (timeline, history, etc. ): when the needle cap was removed, the needle was broken. Batch # unknown.

Manufacturer narrative:
(B)(4) pen needles affected by event.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. See medwatch completed section c form attached. Corrections made to sections d3 (country type & country), e1 (country type & country) and h6 (component code, type of investigation, & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.